Manufacturer narrative:
The device was returned on 05/28/2014. The analysis on the device is still ongoing. Method: device history record review. Results: the results of the device history records review confirmed that the device met all the material, dimensional, and performance requirements at the time of MFR and release. No definitive results at this time. Conclusions: no conclusion can be drawn at this time as device is currently in the process of being evaluated. Note: re-sending this report because no acknowledgement was received from the (B)(6) 2014 initial submission.

Event description:
The MFR was notified on (B)(6) 2014 of a mitroflow valve (lxa size23) that was explanted after 3.8 years due to calcification.

Manufacturer narrative:
Result: the results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 3 years and 9 months due to a reported prosthesis calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was available.

Event description:
The manufacturer was notified on 13 may 2014 of a mitroflow valve (lxa size 23) that was explanted after 3.8 years due to calcification.